Event description:
The customer reported occlusion alarms resulting in hospitalization with a blood glucose level of over 400. The customer was treated intravenously with fluids of saline and insulin. Information regarding the customers release was not provided. The customer continued to use the pump.